Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation received on (B)(6)2021 with lot number 2057462. Analysis of the returned device identified: creases fold, opening curved on posterior and green particles inner device. Leak test and microscopic analysis were performed which identified: sharp opening on posterior, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, and the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening."

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.